Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Customer's blood glucose was 250 mg/dl. Reportedly, the pump was unable to turn back on and presented with a malfunction. Reportedly, customer reverted to manual insulin injections until replacement pump is received.